Event description:
It was reported that during a laparoscopic cholecystectomy procedure, they positioned the second clip on the cystic vessel, the jaws of the device didn't re-open, so the device remained closed on the vessel. The device re-opened after some efforts to lift the trigger up and to sway the hand grip. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received: which firing of the device did this event occur on? The second one. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, out of the patient. Did the surgeon try to pull the trigger from the handle? Yes, the surgeon tried to pull the trigger from the handle after the closure of the jaws, but the device didn't reopen. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Yes. How was the device removed? Twisting the device. After the incident the surgeon tried to reopen the device out of the patient, and he succeeded. Was there any tissue damage? No.